Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states. Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had blood glucose reading of 31 mmol/l. It was noted that insulin was dripping out very slowly. Customer's blood glucose reading at the time of the call was 15 mmol/l. No further info reported.